Event description:
It is reported that the surgeon could not insert the articular surface properly, so he completed the surgery with another articular surface of the same size.

Manufacturer narrative:
This report will be amended when our investigation is complete.